Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with a new device.this report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and a subsequent loss of connection with the internal device, and loss of benefit. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.